Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No radiographs or other images were provided to confirm the alleged event. Based on the information provided a potential incorrect size of implant may have been placed in the patient. Labeling review: "...warnings, cautions and precautions:the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Based on the fatigue testing results, when using the nuvasive x-core ivbr system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..."

Event description:
On (B)(6) 2020, patient underwent a vertebral body replacement procedure. As per reporter during post-operative evaluation, the surgeon determined the implant was placed unsuitable for the patient. On (B)(6) 2020, a revision procedure was performed. No product malfunction was alleged.